Event description:
Information received via device tracking reason for left side removal is noted as ¿infection.¿ device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.